Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported continuously beeping which was reproduced. Evaluation found key 0 was stuck and activate at each push of other key. Visual inspection determined to be key was stuck. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was continuously beeping. There was no known patient injury or medical intervention associated with this event. No additional information is available.